Event description:
The surgeon reported observing that the vitrectomy cutter stopped aspirating while performing the first versavit case of the day. The surgical tech replaced the vitrectomy cutter adn the surgeon completed the case. The surgeon stated that a retinal detachment occurred during the case and that the versavit contributed to the event. There is no add'l pt info available at this time. The surgeon reported a loss of aspiration on a second case; the surgical tech replaced the vitrectomy cutter, but the surgeon reported no improvement in aspiration. The second surgery was completed using a different vitrectomy system.